Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, review of the impedance trend noted decreased shock impedance measurements appeared to be in the 60-90 ohms range until a few months ago. Recent measurements were in the 40-50 ohms range. The shock impedance information and battery replacement interval was communicated to the local boston scientific sales representative. This device remains in service at this time. No adverse patient effects were reported.